Event description:
A patient reported experiencing inaccurately low erratic results with a fasttake meter. The patient's blood glucose results were 44, 28 and 100 mg/dl. Tests were done within 10 minutes. Patient is using expired solution. No further information has been reported.